Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500, at the start of the case, upon inserting the hemopro into the btt, the pa noticed that the bottom edge of the btt was cracked. The pa was concerned the btt would not be able to withstand the maneuvering of the hemopro throughout the case without the risk of cracking further or a piece of the btt falling into the patient. As a result, they opened an accessory kit and swapped out the btt with a new one and the case was completed without incident. No harm to the patient or additional follow up required for the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h6, h10. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.